Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture (loc) and was dislodged. The lv lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.